Manufacturer narrative:
Date sent to the FDA: 2/26/2021. Additional information: d9, h6. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code w9441. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed predominantly of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 2/18/2021. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary: the product was not returned for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of two pictures received determined that two needles/sutures of product code w9441 could be observed. The tip of one of two needles could be observed with damage at the tip, or missing needle tip or broken needle tip, the picture is not clear to determine the failure mode and the second needle is used to comparison the condition. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? Age: 27. Years old; weight: 65 kg (39 6/7 weeks aog); bmi at the time of index procedure: 28.13 kg/m2 what tissue was the needle being used on during initial surgery (c-section): inner layer of the myometrium. What was the tissue condition? Normal. How was the needle being held during use, intra-operatively? The needle was placed in the jaws of the needle holder close to the tip of the needle holder. The needle is held at the junction of anterior 2/3 and posterior 1/3. Date of re-operation for the broken piece (needle tip) removal? (B)(6) 2021. Was the needle tip recovered successfully during re-operation? Yes. What was the size of the retain piece of the needle retrieved? Approximately 2.5 mm. Were there any patient consequences related to this event? No. What is physician¿s opinion as to contributing factors to this event (intra-op needle breakage during c-section)? Defective needle. What is the current condition of the patient? Patient is currently on her 17th postoperative day with stable vital signs and dry coaptated wound. Patient has no subjective complaints. Was the 2nd needle presented on pictures for comparison only? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was obtained: on 29 jan 2021 update: the broken needle segment was not seen on the official x-ray result. The patient underwent CT scan as advised by the hospital. The CT scan result (wet reading) showed sign of metallic density (about 3mm) at lower uterine segment. (Official report will follow). It was agreed during the meeting that the patient will not be subject to re-surgery considering the risk. The patient will be closely monitored in the next 5 years and an annual CT scan is to performed. The patient raised their concern on the financial impact of the medical cost. On 30 jan 2021 update: qualimed had another meeting this morning and it was agreed that the patient will be re-opened since the needle fragment can be located thru CT-scan which is on the muscular layer of the myometrium. The patient will be appraised for the possible date of re-surgery.

Event description:
It was reported that the patient underwent a primary c-section procedure on 01/26/2021 and the suture was used on uterus. During the first needle bite of the first layer of the uterus, breakage of the needle tip occurred. It was reported that x-ray could not be performed at that time while the patient is still open because the portable x-ray machine was not functioning. X-ray was done upon closure of the patient. The broken needle segment was not seen on the official x-ray result. It was reported that the suction machine was also strained for the possibility of finding the broken needle though it was difficult since most of the blood has turned into clots. Surgery was delayed. It was reported that the procedure was closed though broken needle was not retrieved. The patient was aware of the broken needle left inside her abdomen. On (B)(6) 2021, the patient underwent CT scan as advised by the hospital. The CT scan result/wet reading showed sign of metallic density about 3mm at lower uterine segment. It was agreed during the meeting that the patient will not be subject to re-surgery considering the risk and will be closely monitored in the next 5 years with CT scan performed annually. On (B)(6) 2021, during another meeting, it was agreed that the patient will be re-opened since the needle fragment can be located thru CT-scan which is on the muscular layer of the myometrium. The patient will be appraised for the possible date of re-surgery.